Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several instances of capture management appeared to initiate polymorphic ventricular tachycardia (vt). It was noted three episodes were initiated during atrial capture management. It was not known which capture management feature initiated the fourth episode of pvt. It was noted the suspected initiation of the arrhythmia by the device caused unnecessary therapy to the patient. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.